Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that after the customer had inadvertently fell in a lake with the pump, an unidentified malfunction alarm occurred. There was no adverse impact to customer's blood glucose. Reportedly, customer reverted to using an alternate method of insulin therapy.